Event description:
The arctic sun rewarmed too fast. Initiation of patient rewarming from 33 degree celsius to 37 degree celsius using arctic sun machine and bladder temperature probe done. At 16:00 the arctic sun machine was program to rewarm at 0.15 degree celsius per hour. At 21:00 patient temperature was 33.6 degrees and by 2200 the temperature was over 37 degree, which was not consistent with the machine programmed rate for rewarm. The foley temperature was similar to the pulmonary arterial catheter temperature.